Manufacturer narrative:
Continued: e1- facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Reason for reoperation: rupture.

Event description:
Hcp reported "the patient applies for pain and a change in the shape of the implant. During the operation, a broken right implant is found." Device was explanted. Record is for right side.